Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch on 2021-07-09. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by testing. The infusion set was first examined for any physical issues or damages to the components. No issues were initially found. The infusion set was then primed with normal saline and checked for leaks. A leak was noticed at the junction between the upper pumping segment and the silicone tubing of the pumping segment. The tubing was checked under magnification and a small tear was identified at the location of the leak. No further leaks, air-in-line or occlusions issues were observed in the submitted sample. A device history record review for model 10942011 lot number 21035835 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint can be contributed to misloading of the tubing into the alaris pump. If the tubing is not loaded properly, additional stress can be exerted on the silicone pumping segment in order to load it into the pump, causing microtears in the silicone tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d leaked fentanyl from a hole in the tubing during use. The following information was provided by the initial reporter: "rn found a leak in portless fentanyl tubing after noticing the medication had leaked onto the floor below the pump. Fentanyl had been running for a couple of hours. Tubing assessed and small hole in the soft part of the tubing right where the hard blue plastic piece connects to the tubing found. No patient injury."